Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded at the hospital. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. Update to section e due to invalid (retired) occupation code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the surgeon was drilling, the tip of the craniotome broke off in small pieces. The surgeon reported that she used suction tubing to remove the tool pieces. There was a delay due to an x-ray that was conducted to verify the broken pieces of tool were not in the patient. It was reported that there was no patient or staff impact. Retrieved pieces of the device was discarded at the hospital and not available for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.